Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 week after two dental implants were installed in patient¿s mouth, their non-osseointegration was observed. 35 ncm of primary stability was achieved and the implants were immediately loaded. The patient presented bone type iii and bone graft was executed.